Manufacturer narrative:
Additional narrative: procedure: total hip revision. Revision occured on 11 april 2014. Reason: unknown. Explants are srom super gripper cup, liner and head. Femoral stem is still implanted. No photos or x-ray available. No medical reports or operative notes available. Patient initials, dob and gender are provided. No further information available. Update 23rd april 2014. Reason for revision: polyethylene wear & osteolysis. Original surgery performed in: 1989. There are no original operative notes (product codes etc) available. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Procedure: total hip revision. Revision occured on (B)(6) 2014. Reason: unknown. Explants are srom super gripper cup, liner and head. Femoral stem is still implanted. No photos or x-ray available. No medical reports or operative notes available. Patient initials, dob and gender are provided. No further information available. Update (B)(4) 2014. Reason for revision: polyethylene wear & osteolysis. Original surgery performed in: 1989. The hospital is unknown. There are no original operative notes (product codes etc) available.